Event description:
It was reported that during a revision surgery, the screw broke off wedge and is stuck in femoral component.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned legion screw wedge trial indicated that the screw top and bottom were missing, confirming the stated complaint. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that no clinical relevant documents were provided to conduct a thorough medical assessment. No medical assessment is warranted at this time. This complaint will be re-evaluated if more information becomes available. A review of complaint history did not reveal additional complaints for the listed part. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.